Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right atrial lead exhibited low impedance. The insulation was breached at the suture sleeve area. The lead was explanted and replaced.